Event description:
It was reported that the tip of the driver fractured and remains implanted in the patient. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The user facility is outside of the united states. A visual examination confirmed that the reported event. The pentalobe tips of the plug drivers were sheared off. The manufacturing records were reviewed and there were no dimensional, functional or material anomalies noted in the documentation. The probable underlying root cause for the screw starters damage is excessive torque forces as reported due to the surgeon using a fixed inserter handle instead of the torque limiting handle as prescribed in the surgical technique.

Manufacturer narrative:
The user facility is outside of the united states. It was also reported surgeon used a fixed t-handle instead of the torque limiting wrench as prescribed in the surgical technique.